Event description:
It was reported that the user started a new freestyle libre 3 plus sensor and did not receive glucose readings on the ilet despite the pump menu showing ¿stop sensor.¿ troubleshooting and education were completed, including restarting the ilet and rescanning the sensor, which resolved a pairing failure. Symptoms included no glucose data availability. Outcomes included temporary interruption of cgm data to the ilet without clinical sequelae. Investigation included technical support guidance and device restart with re-pairing steps. Investigation of this case revealed a resolved communication or pairing issue between the ilet and the cgm sensor, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure that resolved with system restart and re-pairing.